Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg over 500 mg/dl). Pump supplies were changed. Boluses were delivered and insulin injections were administered to address bg. Customer alleged pump was not delivering insulin properly. There were no physical issues with pump/supplies observed and no related alarms. Customer declined to provide further information regarding the event.